Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for analysis. No definite signs-of-use were observed. Visual analysis revealed that the dilator tip was frayed, folded, and split. Microscopic examination confirmed the damage. It was also noted that the dilator body was slightly bend towards the distal end. The appearance of the damage seems consistent with undue force being applied during attempted insertion. The dilator length from the hub to the distal tip measured 4" which is within the specification limits of 3.75"-4.25" per the dilator graphic. The dilator outer diameter measured 3.44mm which is within the specification limits of 3.43mm-3.50mm per the dilator extrusion graphic. The dilator inner diameter at the proximal end measured 1.041mm (.041") which is within the specification limits of 1.020mm-1.090mm per the dilator extrusion graphic. The inner diameter at the distal tip could not be accurately measured due to the damage. Despite the damage to the dilator tip, a lab inventory guide wire with a diameter of .032" was inserted through the dilator. Minor resistance was encountered at the tip; however, the guide wire was able to pass completely through the dilator. Performed per IFU statement "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was frayed, folded, and split. The dilator body was also slightly bent. The appearance of the damage seems consistent with undue force applied during an attempted insertion. The dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the md could not proceed further due to a defect in the dilator tip during the procedure. It was visually observed the tip was cracked. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the md could not proceed further due to a defect in the dilator tip during the procedure. It was visually observed the tip was cracked. No patient harm reported. The device was replaced. The patient's condition is reported as fine.